Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for right atrial flutter with a stockert ep-shuttle radio frequency generator and suffered a third degree burn requiring topical ointment. At the end of the procedure, the staff noticed a burn on the patient. The valleylab indifferent electrodes were not in complete contact with the patient's skin during the procedure. The patient required extended hospitalization as a result of this adverse event in order to evaluate the severity of the burn. The patient has improved. The physician's opinion regarding the cause of the adverse event is that the patches were partially detached from the patient's skin. Upon opening the package of the grounding pad, the conductive gel was present on the indifferent electrode, however it was not moist. Indifferent electrode used with the stockert generator was at least 124 cm2. Patient contact area and the indifferent electrode were properly prepared, per the indifferent electrode instructions for use. The indifferent electrode was positioned on the patient's abdominal area and left side. Patches were partially detached from the patient's skin. The stockert generator was set at 80 watts. There was no error codes reported on the stockert generator.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for right atrial flutter with a stockert ep-shuttle radio frequency generator and suffered a third degree burn requiring topical ointment. The device was evaluated and no error was found. The device is within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device.